Event description:
It was reported that the device was found to be in backup vvi mode due to a power on reset. It was noted that the patient received shocks while playing golf. The shocks could not be determined to be appropriate or not since the device was unable to be interrogated due to the backup vvi. The device was explanted and replaced. The patient received no complications afterwards.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory was due to a power-on reset (por). The device was tested on the bench and the por occurred during high voltage therapy delivery. The cause of the por could not be determined.